Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no loss of cautery and no arcing observed. There was no instrument collision and no issues with removing the instrument through the cannula. There was no report of a fragment falling inside the patient¿s anatomy.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the proximal end when the housing was removed. The conductor wire was broken at the main tube/roll gear interface when inspected and lightly pulled. The instrument failed the electrical continuity test. There was no thermal damage observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was unable to activate energy. The user completed the procedure using a backup maryland bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.